Event description:
Approximately one year and eight months post hvad implantation, the site reported that the patient experienced a change of power source in the controller earlier than expected followed by a critical battery alarm. The batteries were removed from the patient new batteries were supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the log files revealed a "controller power-up" event followed by a "motor start" indicating a loss of power.

Manufacturer narrative:
After review of additional information received this complaint has being found to be a duplicate; further information will be reported under file (B)(4) (3007042319-2014-00747).

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.